Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was alerting them to a call service alarm that would not clear upon rebooting the pump. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box and alarm history review showed multiple consecutive call service alarms on the reported event date. The pump powered on and displayed the normal verify screen. The pump emitted a call service alarm that could not be cleared. The pump was opened for investigation and revealed a defective component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.